Event description:
It was reported that the patient stated the purewick urine collection system was not suctioning. They conducted a troubleshoot and the system failed the water test took 40 sec to suction 24 oz of water. Replaced the kit since still within 60 days. It was unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information was provided. Female wicks used. Per customer via phone on 15sept2025, it was reported t/s done and new unit is working well, awaiting bio box to return the old pw.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information the reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: intended users. The purewick urine collection system is intended to be operated by: user/patient caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use the purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick urine collection system with purewick external catheters on individuals with urinary retention. Operating instructions 1. After the purewick urine collection system has been set up, place the purewick external catheter according to the purewick external catheters instructions for use. 2. When the canister is ready to be emptied, remove the purewick external catheter according to the purewick external catheters instructions for use and throw away. Note: keep the purewick urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, canister lid, purewick urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick urine collection system according to the initial setup instructions when the system is ready to be reused. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information the reported event was inconclusive, due to a lack of information. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection kit accessories (collector tubing with an elbow connector, pump tubing, and a collection canister with lid). The returned item is different than what was reported. There were no canister cracks present. There was no residue present throughout the canister but there was a mild amount in the collector tubing. Stop valve opened and closed freely. A reference airflow test was run by connecting the in-house device to the returned accessories. The result was 1.905 slpm. Functional evaluation of the returned sample noticed while plugged into external power cord, the in-house device passed with a value of 2.057 slpm at device start and 2.121 slpm at 10 seconds. Once the system was powered on and ran for 30 seconds, the returned accessories passed by showing a 500g increase in 17.85 seconds. Product labeling was reviewed for this investigation, and the labeling is found to be adequate as it states: failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. Instructions for use was reviewed for this investigation. It was found to be adequate as it states "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. As the lot number is unknown, a DHR is not required. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the purewick urine collection system was not suctioning. They conducted a troubleshoot and the system failed the water test took 40 sec to suction 24 oz of water. Replaced the kit since still within 60 days. It was unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information was provided. Female wicks used. Per customer via phone on 15sept2025, it was reported t/s done and new unit is working well, awaiting bio box to return the old pw.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the purewick urine collection system was not suctioning. They conducted a troubleshoot and the system failed the water test took 40 sec to suction 24 oz of water. Replaced the kit since still within 60 days. It was unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information was provided. Female wicks used.